Event description:
Foley catheter inserted 1/28 in emergency room. Pt sent/discharged with catheter in place. Admitted to hosp on 2/4 with retined catheter that could not be removed except by surgical intervention, balloon would not deflate. On 2/5 pt was taken to surgery for cysto to remove foley. Unable to deflate in surgery - removed intact.